Manufacturer narrative:
As reported, the outer protective sleeve of an 8x40mm precise pro rx us carotid self-expanding stent (ses) had a transverse fracture at the proximal end. The first 8x40 was received partially deployed. After the second stent was introduced into the sheath and preparation was made to release it, the fracture was identified. The stent delivery system was separated. There was no reported patient injury. The devices were stored and prepared per the instructions for use (IFU), and the user was trained to the device. The packaging was inspected prior to use with no anomalies observed, and the stent delivery system appeared normal. The devices were fully prepped in the tray, and no difficulty was encountered removing sterile packaging components. The device maintained negative pressure during prep. The stent delivery system was advanced past the lesion and withdrawn back into position, with no acute bends encountered. An 8f sheath introducer was used. A contralateral approach was used, and no difficulty or unusual force occurred while tracking the system. The target vessel showed calcification, 85% stenosis, bifurcation, and no tortuosity or acute angle. Access vessels showed no calcification, tortuosity, or acute angles. The device was not placed in an acute bend. The device successfully crossed the lesion. A non-sterile unit of precise pro rx us carotid system was received for analysis. Visual inspection showed an outer sheath separation exposing the braid wire of the rx port, located approximately 21 cm from the distal tip. A kinked condition was observed approximately 6 cm from the distal tip. The stent was partially deployed. The hemostasis valve was returned tightly closed. No additional anomalies were observed during this analysis. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The inner shaft traveled freely inside the lumen. However, due to the separated condition of the outer sheath, it was not possible to deploy the stent. The usable length and l2 dimension were not verified due to the separated condition, which impeded proper measurement. Dimensional analysis was performed to verify the correct outer/inner diameter by taking measurements near the separation. Dimensional analysis results were found within specification. Per microscopic analysis, the separation area was evaluated with a vision system, observing evidence of elongations on both edges. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. The kinked area located on the pod was inspected with a vision system, observing that the damage was located near the stop that pushes the stent. This condition does not allow the stop to apply pushing force to the stent for deployment. The reported event of ¿outer sheath-separated¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿stent delivery system (sds)-deployment difficulty-partial deployment¿ as the stent was partially deployed. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the outer sheath separating and the subsequent partial deployment of the stent experienced. However, as a kinked/bent condition was noted on the delivery shaft, it is possible that this damage contributed to the separation of the outer sheath when attempting to retract the outer sheath component as evidenced by the elongations found at the separation borders. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. The kinked/bent condition was likely due to target lesion factors and/or procedural/handling factors. Although, as the kinked/ bent condition was not reported by the user, it is unknown if this condition was present during the procedure or if it occurred due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended to mitigate risk, it instructs during preparation, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ during stent deployment, the IFU states, ¿caution: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used, while the angioguard rx emboli capture guidewire remains in place. Slack removal: advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure the stent delivery system outside the patient remains flat and straight. Caution: prior to stent deployment, remove all slack from the catheter delivery system. Slack in the catheter shaft either outside or inside the patient may result in deployment of the stent beyond the lesion site. Stent deployment: warning: the stent is not designed for dragging or repositioning. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. The mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand. Verify that the delivery system¿s radiopaque inner shaft markers (leading and trailing ends) are proximal and distal to the target lesion. Unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the delivery system. Ensure that the sheath introducer or guiding catheter does not move during deployment. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker.¿ neither the product analysis, nor the information available for review suggest that the reported event and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions have been taken at this time.

Event description:
As reported, the outer protective sleeve of an 8x40 precise pro rx us carotid self-expanding stent (ses) had a transverse fracture at the proximal end. The first 8x40 was received partially deployed. After the second stent was introduced into the sheath and preparation was made to release it, the fracture was identified. The stent delivery system was separated. There was no reported patient injury. The devices were stored and prepared per the instructions for use, and the user was trained to the device. The packaging was inspected prior to use with no anomalies observed, and the stent delivery system appeared normal. The devices were fully prepped in the tray, and no difficulty was encountered removing sterile packaging components. The device maintained negative pressure during prep. The stent delivery system was advanced past the lesion and withdrawn back into position, with no acute bends encountered. An 8f sheath introducer was used. A contralateral approach was used, and no difficulty or unusual force occurred while tracking the system. The target vessel showed calcification, 85% stenosis, bifurcation, and no tortuosity or acute angle. Access vessels showed no calcification, tortuosity, or acute angles. The device was not placed in an acute bend. The device successfully crossed the lesion. The products were returned for evaluation.